Event description:
It was reported that the ilet user experienced post-meal hyperglycemia after forgetting the first-bite meal announcement, then performed a late meal announcement and later paused the pump when glucose trended down, which was addressed with education on avoiding pump pauses and late meal announcements to prevent insulin stacking. Symptoms included hyperglycemia with a peak of 186 mg/dl, hot flashes/flushes, confusion/disorientation, and malaise consistent with hypoglycemia documented to a low of 44 mg/dl. Outcomes included an unexpected medical intervention where oral glucose in the form of soda was used to treat the low. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to user interface interaction and improper or incorrect procedure regarding meal announcement timing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.